Event description:
It was reported that approximately 4 months post-implant of a bifurcated device, and suprarenal aortic extension, a distal type I endoleak was identified. Reportedly, the patient was treated with an additional limb extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, operative notes from the index procedure and secondary procedure were reviewed by clinical representative. There is no indication that the device may have caused or contributed to the event. However endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn.